Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump buttons was hard to pressed and top left screen was chipped out. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had diminished battery life and pitched noise when rewinding. Customer was declined loaner at that time. The insulin pump will not be returned for analysis.